Event description:
On 10/14/97, pt reported to healthcare professional that while using the uv-flash device, the transfer set spike broke off. Pt was instructed by healthcare professional to return to the healthcare facility for sterile procedure of a new transfer set to be attached to pt catheter. Pt was treated with antibiotic x1 dose via 1p, at the healthcare facility. 11/6/97, healthcare professional reported no further complications related to this event.